Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. Detail trace analysis confirmed the insulin pump alarmed low battery alarm was triggered when the backup battery unloaded voltage was less that 3.7 volts for consecutive 240 minutes due to problem isolated to the electronic assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the anomaly persisted with the replacement battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.